Event description:
A biplor case with batches of palacos r was performed without incident in 2006. Approximately two weeks later the hip dislocated. The hip was revised on the 12th day where it was discovered that no cement has bonded to the hip stem.